Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a defective display. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. The device user interface software version is vista minor(5.04.00). No additional information is available. The user interface module software version is 5.04.00 - unremediated

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was confirmed but not reproduced by baxter service personnel. The root cause of the condition was determined to be a defective main display. The main display was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.